Manufacturer narrative:
Analysis was normal. No anomalies were noted. The device was above the elective replacement indicator (eri) when received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-10988; 2017865-2021-10989. It was reported that the patient's pacemaker pocket was infected and had to be drained. The system was explanted. The patient was stable following the procedure.